Manufacturer narrative:
Concomitant medical products: 5068-52, lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was further reported that a part of the pacing led was exposed to the outside of the patient¿s body from the pocket site. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.